Manufacturer narrative:
The serial number was not available. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 3 of 4 of the same event. It was reported that that four adapter devices were popping open due to being an older style adapter. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.